Event description:
The maquet territory manager reported that she was witnessing an endoscopic vein harvesting procedure at the hospital, using the hospital's hemopro device and a brand new cable and power supply from her trunk stock. During the ligation, the hemopro would not ligate the fourth time. The hospital was going to switch the hemopro device but the maquet territory manager said it was the power supply or the cord. She had to push and wiggle the connection of the cord and the power supply for the hemopro to work. She stated that the initial connection was hard to plug in (plugging in the cable into the power supply.) The procedure was completed using the same units. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: maquet cardiovascular received the device on 12/18/2009. The visual inspection showed no non-conformities were found on the hemopro power supply. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B) (4).